Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer's blood glucose was 400 mg/dl. During troubleshooting, it was found that cannula was bent. Customer declined troubleshooting for high blood glucose. Customer was educated on the cause and prevention of bent cannula. Infusion set would be replaced.